Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample confirmed the elecsys rubella igg results to be false negative. The sample concentration was found to be close to the cut off of the assay (10 iu/ml). According to product labeling, a test result of < 10 iu/ml does not completely rule out the possibility of an acute rubella infection.

Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for igg antibodies to rubella virus (rubella igg) on an e602 analyzer. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample initially resulted as 7.23 ui/ml (non-reactive) when tested on the e602 analyzer. The sample was tested at another laboratory using an unknown test method, resulting as 40 ui/l (positive). The sample was sent to a third laboratory for testing using elisa siemens anti-ig method, where it resulted as 24.26 ui/l (positive). The sample was also tested at the third laboratory using an antibody protect anti-e1 reconblot rubella igg microgen method, where it resulted as positive. It was concluded by the customer that there was presence of rubella igg at a low value. The second sample initially resulted as 7.90 ui/ml (non-reactive) when tested on the e602 analyzer on (B)(6) 2016. The sample was sent to the third laboratory for testing using elisa siemens anti-ig method, where it resulted as 22.71 ui/l (positive). The sample was also tested at the third laboratory using an antibody protect anti-e1 reconblot rubella igg microgen method, where it resulted as positive. It was concluded by the customer that there was presence of rubella igg at a low value. The patient was not adversely affected. The e602 analyzer serial number was (B)(4).